Event description:
While onsite the customer's facility, an olympus field service engineer (fse) reported the subject device was deformed and the brush bristles fell off the channel cleaning brush after first use. The reported issue occurred during reprocessing. This report is being submitted for the reported issue (brush bristles fell off). There was no patient involvement.

Manufacturer narrative:
The subject device had been cleaned manually using steris medical enzyme detergent, followed by disinfection with lircon phthalaldehyde solution, and sterilization by soaking the device for five minutes at 26 degree. The suspect device has not been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device was returned to olympus for investigation. Based on the results of the legal manufacturer's investigation, from the exterior, it has been confirmed that the cleaning brush head was broken, the shaft of the cleaning brush was rusted, and bending was observed. It was determined that the product was used repeatedly and may have been damaged by improper external force and/or wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿chapter 3 cleaning, disinfection, and sterilization procedures. Brushing the channels. Warning: the channel cleaning brush is a consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush is free from any damage or other irregularities before and after use. If a part of the brush comes off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other endo therapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure. Depending on the location, the missing part may not be recoverable by passing a new brush or other endo therapy accessory through the channel. In this case, contact olympus.¿ olympus will continue to monitor field performance for this device.